Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that physician thought the device reached eos too soon. Review of the device memory showed the device had an excessive charge time which triggered the device to reach end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). If information is provided in the future, a supplemental report will be issued.